Manufacturer narrative:
The remote service engineer advised the customer to replace the backup battery to resolve the issue. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported the changing light is flashing yellow and getting a soft alarm every 60 seconds. The customer confirmed the reported issue to the remote manufacturer's service technician as intermittent amber battery charging light followed by beeping. The customer reporting the unit will work both on alternating current (ac) power and battery. The remote manufacturer's service technician advised the customer to replace the v200 backup battery. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.